Event description:
Surveillance study. It was reported that 272 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the pt returned with in stent restenosis. The index procedure treated the 90% stenosed 2.5x15mm target lesion located in the distal circumflex (cx) artery. Treatment consisted of predilation with an unk balloon at 10 atmosphere's (atm's) and the placement of a 2.5x16mm taxus express2 drug eluting stent deployed at 12 atms's resulting in 0% residual stenosis. No post dilation was performed. The pt was discharged the next day on bayaspirin and panaldine. 272 days post the index procedure, the pt returned for a 9 month follow up visit. An angina assessment was performed with no problems detected, however, an angiogram revealed a 90% restenosis in the distal cx target lesion. No further info is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".